Event description:
I carry the brca1 cancer gene, after my sister died from cancer, I made the decision to have a mastectomy and hysterectomy I was encouraged to have reconstruction as I was at the time a young woman. The natrelle implants were being promoted as the next best thing to having your own breast. I had the surgery and they put expanders in, not long after being home during recovery time my drain bags turned green, I was very ill. I was rushed into surgery and had everything scraped and cleaned and expanders removed. Some breast tissue had died. I was so deformed following this. After a year and a half of healing they began the reconstruction again I have had issues following the completion of implants, they have fused to my skin and muscle. Not very comfortable. When I received the recall letter, I began to research, and a light bulb moment happened as I have had so many illnesses and symptoms that could be related. When I went to see my plastic surgeon, I said I got the surgery to prevent cancer and now I have a recalled product that causes cancer. He assured me that the risk was so small and not to worry and even if they remove them they could not guarantee the capsule would be and he didn't want to do it. He sent me to another doctor and would no longer be my doctor. When I did see the new doctor he said the same, probably cannot remove them with all the capsule but also required (B)(6) to remove. I just didn't have the money and not sure why it cost if it was medical reason. I went home and put it out of my mind for years almost ten. Over a year ago I was having problems pain in my chest and shoulder, they did a CT scan and I was told it was not related to implants and was sent on to have cardiac testing. Heart was fine so settled on depression as the issue. Two months ago I had an injury to my left side when working on a renovation. I could feel the bottom of the deflated implant and knew it was ruptured. Again they did a CT scan, said my left was fine. And when they compared to the previous CT they told me that a critical rupture on the right side was there on the CT a year and a half earlier. I was sad and I know both are ruptured, maybe that will show later. I said well let's get them out. The doctor at the ER was kind and said I am sorry this is happening to you but we have almost no surgeons, they left their practices. One in my area but would be years on a list. My family doctor is aware of my situation and is searching for help but I have not heard back since 2024. I am not sure where to turn anymore. I am 53 and have 6 children and 19 grand kids. I worry (B)(6). My family dr is (B)(6). Reference reports mw5166190, mw5166191, mw5166193.